Event description:
This serious spontaneous device report was from a consumer, which was later medically confirmed by a physician via a medical assistant in the united states. The pt a (B)(6) male experienced ear pain, ear inflammation, fluid in the ears, throbbing head, and his left knee became irritated, tender and felt burning and was incapacitated and did not work for two weeks after receiving the first euflexxa injection (1% sodium hyaluronate) into the left knee for an unapproved indication of post repair of meniscus tear. On (B)(6) 2012, the pt received his first euflexxa (lot #f14352a, expiration date march 2013) injection into the left knee for an unapproved indication of post repair of meniscus tear. Two to three hours afterwards, the pt's head was throbbing, and it continued to hurt six days later and just let up over the weekend. Also within two to three hours after the euflexxa injection, the pt's ears filled up with fluid and were inflamed and painful, which was described as a knife stabbing in them and fluid in front of my ears. The pt reported he used another family member's steroid ear drops to see if it would help with the ear pain but had no relief. The pt also reported that his left knee became irritated, tender and had a burning feeling within a couple of hours of the injection, which worsened over six days. The pt reported that the knee was tender to touch as he felt the knee with the other knee when he rolled over in bed. The pt reported he was unable to work all week. The pt was scheduled to have the second euflexxa injection, however, he decided to discontinue the rest of the euflexxa series due to the adverse events. On (B)(6) 2012, the pt reported that he was started on prednisone (decreasing dose pack) (dose/route and frequency not provided), which initially helped. The pt reported that during the first couple days of high doses of prednisone, the pain had eased off but as soon as the dose decreased, the symptoms worsened again. On (B)(6) 2012, the pt reported that he was on his feet for about three hours. He reported that if he got up and moved around, other than going from room to room indoors, all the symptoms worsened considerably within 15 to 20 minutes. The pt felt that the walking stirred up the euflexxa in the knee. The pt stated that "about two hours later, the pain in my head and ears increased so much I came close to pulling out my shotgun and killing myself. The pain was unbearable and no one knows what to do." On (B)(6) 2012, the pt was still having throbbing head pain continuously, his knee continued to burn and his ears were still filled with fluid and severely inflamed. He reported that he had not worked the past two weeks. On (B)(6) 2012, he was placed on level dose of prednisone 5 mg, and continued with h1 histamine blocker, h2 histamine blocker and pseudoephedrine. The pt reported that so far he had no relief other than with pseudoephedrine, which helped to reduce the fluid. On (B)(6) 2012, the pt was seen by his primacy care physician (pcp) and he received prednisone injection and was to continue with oral prednisone 5 mg and antibiotics (drug names unk). On (B)(6) 2012, the medical assistant reported that the fluid in the ears, inflamed ears and pain in the ears were still ongoing. She reported that the symptoms in the ears worsened when he walked around. The medical assistant could not confirm the pt's work status or his occupation. The pt reported that he never experienced headaches or ear problems before and that he was not sick, but just incapacitated from euflexxa. Concomitant medications were not provided.